Manufacturer narrative:
Placeholder.

Event description:
Hld rose 11/01it was reported that during a lumbar fusion at l2-l5, the tip of the screwdriver broke off in the locking cap as the surgeon was attempting to remove it to reposition the screw. The tip was retrieved and the surgeon used another screwdriver to complete the procedure. There was no reported adverse effect to the patient. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and the stardrive shaft tip was broken near the start of the stardrive form. There were scratches on the shaft indicating use. The measurable dimension and material properties were within print specification. This complaint is indeterminate from a manufacturing standpoint because the missing portion of the product makes physical dimensional verification impossible. A product development event evaluation was also performed. The matrix technique guide describes a specific procedure for loosening and removing locking caps. This technique ensures that the driver tip is never subjected to torque beyond the maximum that the torque limiting handle can deliver. The yield torque of a matrix t25 shaft is well above this limit, which ensures that the shaft will not see a torque high enough to yield or break it if the technique is followed correctly. Based on the information provided, it is not possible to determine the actual cause of the broken screwdriver. It is possible that the removal technique was not followed correctly and a non-torque limiting handle was used instead. This could potentially expose the shaft to more than 12nm depending on how much torque the surgeon tried to apply. Another possible cause of excessive torque is a faulty 10nm torque limiting handle. The torque handle used in the complaint event was not returned with the stardrive shaft so it is not possible to evaluate this. This complaint is indeterminate from a design standpoint. Placeholder.